Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2024-71672; 2017865-2024-71674. It was reported that the patient presented for interrogation in clinic and demonstrated dysfunction of both device leads. Significant elevated capture thresholds were observed on the right ventricular (rv) lead and subsequent rapid battery drainage was observed on the pacemaker. The entire system was explanted. The patient was stable before and after the procedure.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71672; 2017865-2024-71674.